Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; water tightness was lost due to deformation of switch box, water tightness was lost due to damage on right/left knob, water tightness was lost due to damage on up/down knob, right/left knob did not move smoothly due to deformation of angle shaft, suction cylinder had no color, water tightness was lost due to deformation of scope connector cover unit, the label on scope connector was damaged, insulation resistance value at distal end did not meet the standard value due to a scratch on the plastic distal end cover, the bending angle in down direction did not meet the standard value, the image guide protector had a cut due to wear of angle wire, the bending tube was deformed, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope bowden (forceps) cable was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube was clogged with foreign material in the control unit and water could not be supplied. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the auxiliary water channel. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage scope connector cover unit, right/left angulation control knob, up/down angulation control knob, and switch box. Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.